Event description:
It was reported that the patient experienced three shocks in the buttock area near the implantable neurostimulator site, on (B)(6) 2011. The patient had a 50% improvement in the therapy, at that time. All impedance readings were within range. The shocking sensation, then, resolved. It was later reported that the patient experienced some shocks around the neurostimulator site, again, on (B)(6) 2011. The next day, the shocking sensation had resolved. The patient's bladder was "doing well," but the patient was unable to feel the stimulation. The system was turned on and the patient was happy with the results. The patient was to make an appointment with the physician. It was later reported that the patient, again, experienced a shocking sensation at the neurostimulator site. There was no known related incident or accident reported. Movement caused a change in the stimulation. The patient felt a change in stimulation when sitting in a spindled chair, and, once in a while, while sleeping. There was a 50% reduction in symptoms, at this time. The patient's device programming had been performed using electrode 0 until this time. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Follow up information was received that reported the patient experienced a shocking sensation and a lack of effect. The patient went to florida for the winter in december. Shortly after leaving, she experienced shocking and turned off the device and had not used it since. It was noted that the patient had four programs, but used program 1 98% of the time. Impedance measurements showed electrode pairs c/0, c/2, and c/3 at <(><<)>15 ohms. The company representative was unable to program around the low impedances. When the ins was turned back on, the patient was unable to obtain therapy up to 7.0 v. The patient planned to meet with her hcp and her outcome was reported as "fine". If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that upon opening the pocket and after fluoroscopy, the lead seemed to have migrated from the spinal cord foramen back to the pocket. The lead and ins were replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the stimulator found no anomalies. Analysis of the lead found that the outer insulation was twisted.

Manufacturer narrative:
Lead model 3889, lot# v817056, explanted: 2012-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Lead: model 3889, lot# v817056, implanted: (B)(6) 2011, explanted: na; programmer: model 3037, lot# njd133133n.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received reported that the patient was scheduled for a lead revision on (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information showed a manufacturer representative lowered the patient's device amplitude successfully. The patient had not reported and problems since the reprogramming.